Event description:
A journal article reported a retrospective cohort study from italy, conducted at the department of orthopaedics, a.o.u. Policlinico rodolico¿san marco, university of catania, between 2018 and 2023. The purpose of the study was to compare the clinical and functional outcomes of locking plate osteosynthesis (ncb plates) and intramedullary nail fixation in patients with displaced proximal humerus fractures. The study reviewed 187 patients who were assigned to two treatment groups: 96 patients underwent intramedullary nail fixation (im group) and 91 patients received locking plate fixation (lp group). Patients in the im group were treated using the citieffe proximal humerus nail (citieffe) while patients in the lp group were treated with non-contact bridging noncontact bridging (ncb) periprosthetic plating systemstabilized with locking screws (zimmer biomet). The mean age in the lp group was 62.4 years with 35 males and 56 females. Follow-up was conducted at 1, 3, 6, and 12 months postoperatively. The study reported that three patients in the lp group underwent revision surgery due to postoperative infections.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unknown ncb) proximal humerus plate. G2: italy. Journal article citation: vaccalluzzo, m.s., sapienza, m., valenti, s., di tomasi, b., lucenti, l., pavone, v., testa, g. (2025). Intramedullary nails vs. Locking plates for displaced proximal humerus fractures in patients over 60: a comparative clinical study. Journal of clinical medicine, 14 (13). Https://doi.org/10.3390/jcm14134563. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g2, g3, g6, h2, h6, h10, h11. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check. A complaint history review cannot be performed without product identification. A definitive root cause could not be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.